Event description:
It was reported that the clinical study patient experienced spinal cord stimulation (scs) implantable pulse generator (ipg) placement discomfort, which was assessed as being mild in severity. The patient underwent a revision procedure to revise the ipg. The physician assessed the event as having a causal relationship to the procedure and to the device.